Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the battery charger was unable to recognize a battery pack. The failure was due to contamination on the battery board pca, a shorted q1 current-controlling transistor on the bedside pca and y1 crystal oscillator was open. The root cause for the contamination was ingress of an unknown liquid. The root cause of the shorted y1 and q1 was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem.